Event description:
It was reported that shaft break occurred. The target lesion was located in the second diagonal artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during insertion, the shaft separated. The procedure was completed with another of same device. No patient complications were reported.